Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07407. It was reported that the patient experienced an infection. Upon extraction of the cardiac resynchronization therapy defibrillator system, the physician noted insulation failure and extrusion of wires on the right ventricular lead. Finding was incidental and no issues with device operation or function were cause for explant. The patient was stable before, during, and after the procedure.